Event description:
It was reported that during an adenotonsillectomy procedure using a ambient super turbovac 90 ifs wand, the wand displayed an error code upon connection. A new wand was opened and also produced the same code upon connection. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.